Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the battery compartment is cracked between the grip pad and the case seal. The pump powers up with auditory and vibration alert to a blank screen. The pump¿s cover was removed, no intermittent condition as found to the pcb, technical analysis revealed a slave processor u17 failure.